Event description:
It was reported that the user experienced prolonged hyperglycemia up to 401 mg/dl followed by hypoglycemia down to 39 mg/dl after announcing a large lunch and later administering a 12-unit manual insulin injection without disconnecting from the ilet, with the system having suspended insulin earlier as glucose was trending down. Symptoms included low blood glucose with prolonged time under 70 mg/dl and high blood glucose with prolonged time above 180 mg/dl, without loss of consciousness, dka, or need for medical intervention. Outcomes included self-treatment using 15 grams of carbohydrates every 15 minutes with subsequent improvement and no assistance required beyond supportive check-ins. Investigation included complaint intake, user interview, and review of reported glucose trends and user actions. Investigation of this case revealed a likely user management issue related to additional off-pump insulin while the ilet remained connected, resulting in excess insulin exposure and subsequent hypoglycemia after prior hyperglycemia; the device reportedly delivered insulin appropriately and issued alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-initiated insulin administration contributing to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.